Manufacturer narrative:
Device was evaluated. Testing of the device, the reported error message was not able to be duplicated. Further testing found no output at the rv1 due to faulty pkrf board. Main fan was observed to be noisy. In addition, the core transformer on the pkrf board was found broken. Using the test reference pkrf test board, the device was put into two hour burn in test and found no issues. The device passed the testing with no errors. Unrelated to the reported issue, multiple scratches on the housing unit were noted. The d socket cover and key pad were noted to have multiple scratches. Additionally, four (4) mouting feet were observed to be missing. Review of fault log showed 400 ref 26 ten (10) times indicated that a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Based on evaluation findings, the reported failure was not able to be duplicated during the actual testing of the device however, review of the fault log confirmed the reported error messages as multiple errors of 400 ref 26 were noted 10 times recorded in the fault log. Investigation is ongoing therefore the root cause cannot be determined at this time.

Event description:
It was reported that the device was observed with multiple error codes 400 26 error message. The issue occurred during preparation for use. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. This device has been to service before, the device was not repaired and sent back to the customer. A review of both the DHR and that previous service was performed and there were no abnormalities in either record. Olympus will continue to monitor the field performance of this device.